Event description:
It was reported that a patient experienced fungal peritonitis coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the event. The cause of the fungal peritonitis was reported to be due to constipation. The patient was treated with injection vanconex-cp 1gm intraperitoneally (ip) stat, injection tobramycin 40 mg daily ip and injection forcan 150mg daily (route not reported). It was not reported if remedial treatment was ongoing. The patient was reported to be recovering from this event of peritonitis. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is received, a supplemental report will be submitted.